Event description:
Guidewire being advanced down the circumflex artery during coronary intervention could not be withdrawn. The wire's solid core became detached and left a segment of wire behind spanning the circumflex to descending aorta. Multiple attempts to snare retrieval were unsuccessful and unravelled the wire further.